Manufacturer narrative:
Exact date unknown, event occurred a week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7038807.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance on the leads. The physician suspected that the patients leads were fractured. The patient had adequate coverage with reprogramming.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance on the leads. The physician suspected that the patients leads were fractured. The patient had adequate coverage with reprogramming. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and that the patient was doing well postoperatively.